Event description:
Additional information received from the patient stated that the neurostimulator was reprogrammed so that it could help but it has not helped. Patient reported that right after surgery they complained about back pain and they were told by the healthcare professional that it would go away but 4 years later it hadn't gone away. An x-ray was performed and all that was found was a herniated disc in upper back. Patient reported that anytime they spent on their feet would lead to pain at the battery site.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. The patient reported loss of therapy, and patient programmer showed stim off. Patient said her ins had been off for a couple of years "because it stopped helping the year after it was put in" (2013). Patient said that the battery is not depleted it was just off. Patient said that the MRI was for her head and neck and was not related to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.